Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a cardiac valve surgery. During the procedure, the right ventricular lead was observed to be dislodged on the x-ray. On (B)(6) 2019, the lead was successfully explanted and replaced. The patient's condition remained stable post procedure.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 51.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.